Event description:
The reporter stated that the head of the compression screw broke on the outer ring of the screw during implantation in a lapidus fusion procedure. The bone was pre-drilled prior to insertion. The screw was being inserted at a steep angle of about 30 degrees. The screw was removed without complications and another screw was inserted. Because of the breakage, the procedure was prolonged by about fifteen mins and an x-ray was done.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.